Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump had a motor error and battery out limit as well as screen went blank. The customer¿s blood glucose was unknown. Customer was able to complete pump rewind. Customer was assisted with displacement test and test did pass. The insulin pump will not be returned for analysis.